Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint regarding oxygen sensor failure and technical failures 316, 401, and 549. The root cause is not determinable. Exact issue is unclear and customer didn't provide any further details. Case has been closed after three attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Advised customer to update the software to the latest version and take screenshot of adc screen in standby mode. Vyaire medical is looking at status of all sensors to compare against the reference adc sensor range from base unit test page. Blower test was also requested and new logs from the suspected device. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a problem with bellavista 1000 where oxygen sensor failed with technical failure 316 - blower failure, 401 - inspiration valve or device leaky, and 549 - adc 2, rconco2scaled value out of range. The customer confirmed that the problem happened during pre-testing calibration and there was no patient involvement.